Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the manufacturer representative had heard that as the leads were in the body/implantable neurostimulator for longer periods of time, they could swell and cause them to be tight.